Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Reportedly, the customer would consume carbohydrates to treat their low blood glucose (bg) levels while continuing to deliver boluses for those carbohydrates. The customer's bg level subsequently decreased to range from 49-71 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.